Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: reporter address 1: aphp assistance publique des hop de paris reporter address 2: lariboisiere / atelier biomedical one device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal, damaged battery compartment, and scratched lens. The event history log was downloaded with no results noted. Functional testing was performed and the device passed all testing. The root cause was determined to be the damaged dso seal, damaged battery compartment, and scratched lens. The dso seal, battery compartment and lens were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is for repair. There was unknown patient involvement and unknown patient harm/adverse event reported.